Manufacturer narrative:
A review of the complaint history for sn (B)(6)) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height drawer 6 was not detected on the bus. A field service engineer found that no light emitting diodes on the module controller board were lit. The field service engineer replaced the pyxibus module controller board and reseated all connectors, including the retractor band cable and row board cable connections, to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer did not open and was not detected on the bus. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.